Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the motor on the insulin pump was coming loose and out instead of giving pushing insulin in. Customer's blood glucose was 171 mg/dl. The motor piece was coming out of the device. Call was transferred for proper troubleshooting. Customer reported the motor was pushing out the opposite end of instead of pushing up to exit insulin of reservoir. Customer blood glucose was reported 170 mg/dl. Location of damage is located on the drive support cap. Customer stated he was unable to describe the damage. She did say the whole bottom piece was being pushed out and has it held with a zip tie. Customer doe not recall pressing the cap while connected. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump had a cracked lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end sticker. Insulin pump was unable to prime during prime test due to detached end cap. Drive support disk was inspected and no anomaly was noted.